Event description:
Meter gives inaccurate high control readings on the meter. Pt did two control tests and strips still failed control solution tests. Pt contacted md for medical advice. Pt did not change meds or receive any treatment from md. The condition of the test strips are good and control solution is good. Customer service sent replacement products.